Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, during resection of the partial stomach extracorporeal, the firing sequence began, the knife blade advanced forward but pushed the tissue out of the jaws, and it did not resect. The staples formed, but not on the tissue. A new reload was attached and the surgeon repositioned from the other side of the tissue. There was no patient injury.